Event description:
It was reported that during a right bypass popliteal procedure, when the clip was being applied to the patient, the clip sprung off the tissue and did not stay in place. It is unknown if the base was used when loading the clip. The cartridge is in two pieces. Another device and another cartridge were used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results of the device (a, d) found that it was received inside its original package. In an attempt to replicate the reported incident, the device was tested for functionality. A drop test was performed and no loose clips were noted. During testing, the cover got partially detached from the base. However, the clips were loaded, retained and properly formed. The latching feature was evaluated and one tab was found to be damaged. No conclusion could be reached as to what may have caused this condition. However, an investigation has been initiated to address the potential root cause of the reported cartridge issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the cartridge (b, c and e) found that it was received inside its original package. In an attempt to replicate the reported incident, the device was tested for functionality. A drop test was performed and no loose clips were noted. Upon evaluation, the clips were loaded, retained and properly formed. No conclusion could be reached as to what may have caused the event reported. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j4a79j, expiration date: unk. Manufacturing date: unk.